Manufacturer narrative:
An event regarding seating/locking issues involving a mdm liner was reported. The event was not confirmed. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. Not returned to manufacturer.

Event description:
It was reported that upon completing hip surgery and looking at post op x-rays have concern that liner may not be fully engaged.